Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did (did not) perform as described in the field action.  Please note initial reporting of this complaint from analysis results was inadvertently reported via the incorrect reporting path (remedial action exemption quarterly reporting) on (B)(4) 2013. Concomitant product: 5068, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.